Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to unspecified reasons. During the surgical procedure the existing device was removed and a new ipp was implanted. No information was provided about the patient's outcome. It was further reported that the ipp did not pump up correctly leading to the procedure, however it was indicated that there were no device malfunctions associated with the explanted device. The patient did not experience any adverse events and was said to be healing after the procedure. It was further reported that the device was not pumping up correctly due to cylinder sizing issues. No information was provided about the patient's outcome.